Manufacturer narrative:
The device was received for evaluation. The report could not be confirmed for the reported issue. From visual inspection, no defects were found on the oximetry cable. As received, the cable was plugged into the known good unit hemosphere monitor and in vitro calibration was performed according to internal procedures. No errors appeared during in 24 hours. In addition, the device was tested in the functional test and it passed successfully. The manufacturing records were reviewed for the serial number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering evaluation, the root cause of inaccurate values cannot be determined at this time since the issue of inaccurate values cannot be replicated during device evaluation. Patient demographics unable to be obtained.

Manufacturer narrative:
The product was returned for analysis; however, it has not been evaluated yet. Upon the evaluation of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, this hemosphere oximetry cable provided different measurements than expected according to physiological state of the patient. The issue was solved replacing the device. There was no further information available. There was no allegation of patient injury.